Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Event date: estimated date.

Event description:
It was reported that this was a venotomy closure of the common femoral vein using a proglide after an ablation procedure using an 8fr sheath. Reportedly, hemostasis was achieved with the proglide device; however, the patient returned with swelling of their legs. A puncture site angiogram was taken and indicated stenosis. Balloon dilatation was completed, and the patient is under observation. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B3, b6: estimated date na.

Event description:
Subsequent to the initial medwatch report, the following clarification was received: it was reported that venotomy closure of the right common femoral vein was achieved using two proglide devices after an ablation procedure using 6fr and 8fr sheaths. Reportedly, the patient returned 14 days post procedure, with swelling in their right leg. A puncture site angiogram was taken and indicated stenosis. Reportedly, the posterior foot of the first proglide device pulled up and lifted intima of the vessel back wall upon deploying the foot to result in angiostenosis. The second proglide device successfully achieved hemostasis without complication. Balloon dilatation was completed, and the patient is under observation. No additional information was provided.

Manufacturer narrative:
Nab1: product problem was inadvertently selected when 2993 code was reported.

Event description:
Subsequent to the initial medwatch report, the following clarification was received: it was reported that venotomy closure of the right common femoral vein was successfully performed using proglides after an ablation procedure using 6fr and 8fr sheaths. Reportedly, the patient returned 14 days post procedure, with swelling in their right leg. A puncture site angiogram was taken and indicated stenosis. Balloon dilatation was completed, and the patient is under observation. No additional information was provided.